Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The call was made on (B)(6) 2017. The customer¿s blood glucose level was 156 mg/dl at the time of the incident. The customer was in the process of bolusing when the screen gave a blank display. The customer was a (B)(6) year-old female and weighed (B)(6) pounds. No physical damage was noted, nor was there exposure to moisture. The pump could not be assisted because there was no new battery that met IFU guidelines. The customer was advised a replacement battery cap will be sent out. The insulin pump will not be returned for analysis.